Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy for af with rapid ventricular response. The patient had forgotten to take his medication. The ICD was reprogrammed. The physician also made medication changes, and no further shocks have occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.